Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the insulation was punctured through in the spiral fixation area of the lead. This type of damage is consistent with the wire escaping the lumen during back-loading.

Event description:
It was reported that during the implant attempt of this left ventricular (lv) lead, while the surgical technician was preparing the lead, the whisper guidewire perforated the lead. As such, the lv lead was discarded, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that during the implant attempt of this left ventricular (lv) lead, while the surgical technician was preparing the lead, the whisper guidewire perforated the lead. As such, the lv lead was discarded and a new lead was used. No adverse patient effects were reported.